Event description:
A home pt (hp) contacted baxter's technical service center regarding the homechoice (hc) therapy and reported that the pt line and the transfer set came apart during drain 2 of 4 cycle. Per initial report, baxter's technical service rep (tsr) assisted the customer during the initial contact. The drain volume was 2ml. The tsr explained to hp that there would be a risk of contamination in the pt line as well as the catheter. Tsr recommended and assisted hp to end therapy. Tsr recommended that hp contact the pd rn or md regarding the disconnection. The therapy was ended. The pt's nurse was contacted. Per the nurse, the pt's connector and transfer set came apart. The nurse knew about it the day after the incident date. The nurse said that the pt's hands were impaired and it was most likely that the connection was not tightened by the pt. According to the nurse, the pt wiped the ends with betadiene and continued therapy. The nurse said she told the pt to start over with new supplies if the problem reoccurred. The pt has been on the cycler only since last two months. There was no infection and the pt was doing fine per the nurse. The pt's transfer set will be changed per the nurse. No pt injury or medical intervention occurred per the nurse.

Manufacturer narrative:
The sample is not required. The problem occurred due to a user error. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.